Manufacturer narrative:
Investigation: customer returned (1) 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 8337709. Customer states that syringes are coming with the needle attached to the orange protective cap. The returned syringe was examined and the hub-needle assembly separated from the barrel when the shield was removed. A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4) noted for cracked hubs. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #(B)(4) was for raised hubs. The amplifier was out of adjustment. Corrective action: the amplifier was adjusted. CAPA#1122103 was initiated.

Event description:
It was reported that bd 0.3 ml insulin syringe with bd ultra-fine¿ needle cannulas are coming attached to the protective cap. This was discovered during use. The following information was provided by the initial reporter: some syringes are coming with the needle attached to the orange protective cap.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 0.3 ml insulin syringe with bd ultra-fine¿ needle cannulas are coming attached to the protective cap. This was discovered during use. The following information was provided by the initial reporter: some syringes are coming with the needle attached to the orange protective cap.